Manufacturer narrative:
According to the customer contact, on (B)(6) 2022 "screw broke right under the head and the threads had to be removed". No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable to provide further incident details to the manufacturer. The sample is not available to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Screw broke right under the head and the threads had to be removed.